Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain due to migration of the implant body and underwent revision surgery (date not reported) to reposition the device.